Manufacturer narrative:
H6) as reported, the tip of the returned probe was bent. There was also a line of galling just beyond the knuckle and impact marks at the back end. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the tip of lumbar probe was bent. There was no patient involved. Additional information was received that the suspected cause of the bent tip was that the user applied great pressure on the shaft causing it to bend.